Event description:
It was reported that there were no issues noted with the preparation of a xience v stent delivery system (sds). During a moderately tortuous, moderately calcified, 100% stenosed, left anterior descending artery stenting procedure, outside of the patients anatomy, as a xience v sds was inserted onto a balance middleweight (bmw) guide wire, the distal tip of the xience v sds became unstable and was separated into two pieces. Both the proximal and distal pieces of the xience v sds were removed from the bmw guide wire without difficulty and the same bmw guide wire remained in the patients anatomy to complete the procedure with another new sds. Reportedly, this was only the second time this technician had used a xience v sds. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The tip separation was able to be confirmed. The difficulties advancing the guide wire could not be replicated in a testing environment as the tip was separated. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.